Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced due to upgrade and that the oversensing was due to malfunction on a competitor right ventricular lead.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction did not cause a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided

Event description:
It was reported that on (B)(6) 2021, the implantable cardioverter defibrillator was explanted and replaced due to oversensing. The patient condition was stable.